Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture appears to be related to patient conditions (calcified annulus) and procedural conditions associated with the clip size. Image resolution poor was related to patient and procedural conditions as difficulties visualizing the clip during the procedure was also reported from shadowing due to porcelain aortic root and calcification in the annulus. Unspecified tissue injury (small chordal rupture) appears to be related to procedural conditions associated with leaflet capture. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet with calcium in the annulus. A mitraclip ntw was inserted, and grasping was performed. However, difficulties visualizing the clip and difficulties capturing the leaflets occurred. A small chordal rupture was observed. Therefore, the clip was removed and replaced. One clip was then successfully implanted, reducing the mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.